Event description:
The neurosurgeon reports upon insertion of the catheter while removing the stylet, the stylet seemed to be sticking to the inner lumen of the catheter. If the catheter placement was not correct, the stylet was re-inserted to position the cahteter. Upon re-insertion, the stylet seemed to stick. Once the catheter was placed, it functioned as desired with no performenace issues. The neurosurgeon was not sure if the pt presented with a subarachnoid hemorrhage or with intraventricular hemmorrhage prior to catheter insertion. Upon removal of the catheter, the neurosurgeon noticed small fragments of paracheymal tissue in the catheter. He reports this to be common to be a common observation. The pt underwent a routine CT scan following catheter removal. The scan demonstrated blood in the track of the catheter. The pt was observed in the intensive care unit for an additional day. No additional treatment was required. The pt recovered.